Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : during use. Needle injury: no. Other treatment: no. Were the returned items used? : yes. If used, was anything adhered to it? : unknown. Returned quantity: 1 unit (pen remaining). Details of the event (timeline, history, etc.): the high needle was bent, and remains in the pen. (This often occurs at this facility, but this is the first time to happen to the patient. ) additional information: after injection, the patient found that backend (npe) needle was broken off and had remained in the rubber stopper of insulin syringe.